Manufacturer narrative:
It was reported that a day after insertion of the foley catheter, the foley catheter's balloon spontaneously deflated resulting in the foley catheter falling off from being inserted in the patient. The incident was reportedly noted while end-user was being changed and cleaned by end user's home health aide. The foley catheter was reportedly inserted by end user's home health nurse. It was reported by the end-user that another foley catheter was inserted after the previously mentioned foley catheter fell off. The end user added that he has been experiencing "burning pain" and his urine was sent to be checked for urinary tract infection. Per report, results has not been relayed to the end user at this time. It was denied that end user was prescribed with any medications related to this incident. Due to the reported foley catheter balloon deflating which required foley catheter re-insertion, this medwatch is being filed. The sample has been discarded and is not available to be returned for evaluation. A definitive root cause for the reported issue could not be determined. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the foley catheter's balloon spontaneously deflated and end-user required a new foley catheter inserted.